Event description:
The manufacturer received information alleging a ventilator's lcd screen was cracked. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The display was unable to be viewed. The device's display and front panel were replaced to address the issue.